Manufacturer narrative:
(B)(4). Device passed the displacement test but pump error alarm during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime and excessive no delivery alarm due to pump error alarm.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms over a month ago and went on shots. Customer's blood glucose level was unknown. Troubleshooting was done for no delivery alarm. Customer was reported a past event. Customer reported alarm did not occur during manual prime. Customer reports event was resolved by changing complete set. Insulin pump will be returned for analysis.